Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported event appeared to be caused by deterioration due to chemical stress during reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gap of adhesive on the distal end of the device, and stain entered the inside of the light guide lens through the gap. Therefore, the inside of the light guide lens was dirty and discolored. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the inspection result by olympus korea co., ltd; -there was evidence of flooding inside the light guide lens. -omsc determined that there was a gap in the adhesive area around the light guide lens. -there were multiple scratches and cracks on the light guide lens, and there was evidence that physical stress was applied. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the following; physical stress. Chemical stress. Storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.). Aged deterioration. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.